Event description:
The customer reported that the insulin pump alarmed during prime, and insulin squirted out. The blood glucose reading was 95mg/dl. Troubleshooting was performed and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had broken battery tube threads and cracked display window corners.